Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Within the preventive maintenance program, the device was regularly serviced and was successfully verified at the latest instance. The field service engineer conducted based on this report and performed a device check specific to the reported event. The device was found to meet specifications and no issue with the device was identified. However, the field service engineer reported that the patient interface could not be properly inserted in the application interface and got bent. The review of logfile for the treatment day shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully. The captured ablation check result image seems to show that the last complete visible step of the stairway pattern is not parallel between the orientation lines but to the right of the right orientation line and might therefore be out of specifications. However, the result was confirmed as being in specification by the customer. In case the ablation check was out of tolerance and the criteria for a successful ablation check was not fulfilled, the thickness of the flap may be influenced. The logfile shows that the user performed one energy check and performed sixteen treatments without further energy check on that day. The user has to perform an energy check manually at least after one twenty minutes showing that the performed treatments were not covered by an energy check. The logfile shows sixteen successfully performed treatments. The reported treatment could be identified in the logfile. The beam control check returned a value. The treatment of the patient's right eye was finished successfully. No relevant deviation between planned and performed energy is detectable for the reported treatment. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. Based on the current information, no indications for a device malfunction could be identified. However, handling and/or workflow issues may have contributed to the reported event. Nevertheless, the root cause for the reported event could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that difficulty to open the flap in the right eye of a patient and procedure was completed without any harm or problems during lasik surgery. There was no patient harm. There are multiple related reports for this reported event. This report addresses patient initial's unknown in the right eye, and additional manufacturer reports will be filed for the other patients.